Manufacturer narrative:
The company representative evaluated the system and was unable to duplicate the reported problem. As a preventative measure, the system's transceiver was replaced. System was calibrated and safety tested to factory's specifications.

Event description:
Customer reported an issue with the pt net system's transceiver, which may have affected telemetry monitoring. No pt injury was reported.